Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported complaint about the device not able to rescue during dft and did not detect arrhythmia (sensing) was not confirmed. The device was tested on the bench and on uts. Uts detected no anomaly and the device met all specifications. The cause of the failure of dft could not be determined.

Event description:
It was reported that the device was not able to rescue during dft and it did not detect arrhythmia (sensing). The device was explanted.